Event description:
In litigation, it was alleged that in july 2000, pt underwent laparoscopic surgery during which gynecare intergel was used. Subsequent to this surgery, pt "experienced complications" resulting from the use of gynecare intergel during this surgery.